Event description:
One hour into treatment, the air detector alarm was activated and air (foam) was noted in the extracorponeal system. Upon inspection, it was determined that the air was being introduced via a crack in the hard plastic luer lock hub of the fistula needle. Approx 1cm length's crack was noticed at arterial needle luer lock. Medisystem bloodline was used. Facility feedback that they did not use alcohol on the needle ends. Facility's nurse thought that the cannulator did not exert extra force to tighten the luer lock.